Manufacturer narrative:
The reported field event of high left ventricular (lv) impedance could not be confirmed in the lab. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. The device's functionality was bench tested; telemetry, pacing, sensing, impedance, high voltage output, high voltage shock, and patient notifier were tested on the bench. No anomaly was detected.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During initial implant procedure, the incorrect device was implanted. The device was explanted and replaced to resolve the event. The patient was stable with no consequences.